Event description:
Customer reported that the probe on the ortho provue analyzer dripped fluid.

Manufacturer narrative:
An ocd blood bank technical specialist (bbts) reported that the ortho provue analyzer probe dripped fluid into sample tubes. The customer performed repeat testing of all samples on board the analyzer at the time of the incident. No discrepancies were noted. The bbts reported that the customer had failed to properly attach a component of the fluidics system to the waste container, causing a break in the fluidics system and the waste container per product labeling and returned the analyzer to expected operation. Erroneous results were not reported as a result of this incident. The customer reported that the analyzer did not post a condition code indicating an incident in the fluidics system. If this incident were to recur undetected, erroneous results could be reported and possible transfusion of incompatible blood could occur. No malfunction of the analyzer could be identified. Product labeling instructs the customer of the proper procedure for maintenance of the wash container. However, user error during maintenance resulted in probe drip.